Manufacturer narrative:
The lens is not available to be returned to bausch + lomb. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed. Hydroview iol was discontinued and is no longer manufactured by b + l.

Event description:
It was reported that approximately 12 years post implant a hydroview intraocular lens is scheduled to be explanted due to opacification. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Additional info was requested but has not been received to date.